Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to leak in previously implanted cuff after heavy lifting. The patient outcome was not reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.